Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and mildly calcified vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft broke between the hub and ballloon into two pieces. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The hypotube, shaft, balloon and tip were microscopically and visually examined. At 62.2cm from the tip of balloon, the hypotube was separated the device. There was numerous kinks and the balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and mildly calcified vessel. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft broke between the hub and balloon into two pieces. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.